Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 8mm x 4cm balloon. No anomalies were observed to the device at this time. The introducer sheath was slightly buckled at the sheath strain relief, and was kinked 3.0cm distal from the sheath strain relief, indicating retraction issues. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. The balloon was able to be inserted through the sheath with difficulty due to the sheath buckling. The inflation hub was connected to an in-house inflation device and an attempt was made to inflate the balloon with water. The balloon was able to be inflated to rated burst pressure (40atm) without issue. The balloon was then deflated without issue. The same test was performed twice more, yielding the same results. The fully deflated device was then retracted through the provided sheath with difficulty. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device and one unbranded sheath were returned. A visual inspection did not find any deflation or retraction related issues with the returned catheter. However, buckling near the strain relief was noted in the returned sheath. The device was inflated and deflated without issue. Resistance was noted when the fully deflated balloon was retracted from the sheath. Therefore, the investigation is unconfirmed for the reported deflation issue, but confirmed for the retraction issue, as the sheath was returned buckled, and as there was difficulty removing the balloon from the sheath. The definitive root cause for the alleged deflation issue, or the reported retraction issue could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.

Event description:
It was reported that during an angioplasty procedure of an upper brachial circuit in the left arm, the pta balloon allegedly had difficulty deflating. During removal, the balloon allegedly got stuck inside the sheath; therefore, the balloon and sheath were removed as one unit. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of an upper brachial circuit in the left arm, the pta balloon allegedly had difficulty deflating. During removal, the balloon allegedly got stuck inside the sheath; therefore, the balloon and sheath were removed as one unit. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.